Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which, we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample for analysis. As no samples have been received and no units are available in b. Braun surgical, (B)(4). We have only reviewed the batch manufacturing record and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment strength results conducted on samples before releasing the product were 0.53 kgf in average and 0.38 in minimum and fulfilled ep specifications: 0.23 kgf in average and 0.11 kgf in minimum. Taking into account that there are no previous complaints of this code batch, we consider that this is an isolated unit. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective, or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with safil violet suture. On (B)(6) 2020, due to "right cryptorchidism with right testicular dysplasia", the patient underwent "right testicular descent fixation + circumcision" under general anesthesia with endotracheal intubation. During the operation, 5 / 0 surgical absorbable suture was used to close the incision. After opening the package, it was found that the needle was separated from the thread, and immediately replaced with another suture. At the same time, the problem suture was sealed. No effect was caused on the child. No further information received.